Event description:
It was reported via repair work order that the cot collapsed when removing it from the ambulance. There was a patient on the cot when it missed the hook. The patient was complaining of injury, no further details were provided. The cot did not malfunction. The yellow safety hook on the ambulance was not mounted correctly. The customer is going to mount another hook on the ambulance floor.

Manufacturer narrative:
The cot did not malfunction. The yellow safety hook on the ambulance was not mounted correctly. The customer is going to mount another hook on the ambulance floor.